Manufacturer narrative:
UDI - (B)(4). Corrective action has been initiated for the reported issue.

Event description:
It was reported that the sterile package was not fully sealed. No patient involvement or delay was reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found the supplier sealing was opened 1/4 of the length. The manufacture sealing was intact. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to supplier packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.